Event description:
Customer reported via phone, he was having issues with the sensor giving inaccurate readings. Customer stated the sensor will never go over 130 mg/dl and blood glucose will be high at 470 mg/dl. Customer also reported low blood glucose of 45 mg/dl. No troubleshooting was performed for high or low blood glucose. Customer was advised when to properly calibrate the sensor. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.